Event description:
It was reported that asymptomatic and non-pacemaker dependent patient presented to clinic with episodes of non-sustained rv oversensing and non-sustained vf due to noise. The oversensing was reproduced with isometrics. Programming changes were recommended. No further action has been taken. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.